Manufacturer narrative:
The surgeon opines that this event is not a product failure, rather the patient had scarification that led to difficulty in passing the trocar on the left side. Detachment of the connector may have occurred if the device was pulled rather that pushed through the abdomen. Any further information obtained will be submitted in a supplemental 3500a form. The product insert, which accompanies each device, states that "using the non-dominant hand on the abdominal portion of the guide and the dominant hand gripping the introducer, push the system upward toward the abdomen following the curvature of the interlocked system. The abdominal guide should not be used to pull the interlocked system upward toward the abdomen. The interlocked system should be pushed up toward the abdomen until the tip of the gynecare tvt needle is visible through the abdominal incision."

Event description:
It was reported that a patient underwent an abdominal sling procedure in 2007. It was reported that the connector from the sling device was left behind in the patient. The CT scan shows the connector immediately adjacent to the left wall of the bladder, not near or involved with any other anatomy. There is no plan to remove the coupler. The following month, the surgeon reported that the patient was stable, comfortable, continent, and pain free.